Event description:
It was reported that an ilet user experienced elevated blood glucose after a meal, with alerts indicating low insulin and an expired infusion set, and the user had approximately 10 units of insulin remaining. The user received live guidance to change supplies and insulin delivery resumed, and logs later showed the user did not make a meal announcement. Symptoms included hyperglycemia with a reported blood glucose of 279 mg/dl that decreased to 160 mg/dl after intervention. Outcomes included no hospitalization and resolution of elevated glucose following supply change and resumed insulin delivery. Investigation included review of device logs and user-reported information, as well as troubleshooting and education regarding supply replacement and meal announcements. Investigation of this case revealed missed meal announcement as the primary contributor to hyperglycemia, with contributing device-generated alerts for low insulin and an expired infusion set that required replacement; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically a missed meal announcement and delayed supply change, were the cause.